Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the hand control sometimes did not work at all. The physician could get some response when it stopped working by adjusting the pressure line on the motor drive unit. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05040 and medwatch 2210968-2012-05042. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.